Event description:
It was reported that the insulin pump had a blank display. Customer¿s blood glucose level at the time of incident was unknown. Customer stated that the customer experienced a high blood glucose. Customer treated with manual injection for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and selftest. Blank display not confirmed.